Manufacturer narrative:
It was alleged that the patient managed to break and swallow the damon archwire. The patient passed the archwire naturally and is doing fine to date.

Event description:
Patients swallowed a piece of wire while having damon appliance in the mouth. The piece of wire slipped out of the tube. The patient managed to break it and swallowed it.

Event description:
Patient swallowed a piece of wire while having damon appliance in the mouth. The piece of wire slipped out and the patient managed to break it and swallowed it.